Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Product ID 977a290 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating they met with a manufacturer representative (rep) and a 5th electrode has come loose. Rep adjusted best he could with remaining electrodes but they are now left with suboptimal performance. They are planning a date to reattach the leads and possibly put in a new battery because theirs is 5 years old.

Event description:
It was reported that a high impedance was identified and specific impedance values were 8-27350,12-27450,13-27450,14-27450,15-27450. No stimulation issues occurred as a result of this event. Troubleshooting was performed by reprogramming around the affected electrodes and recapturing coverage. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient mentioned the battery of their ins was going crazy. The patient stated their ins would still have 50% left after 24 hours and it was their normal battery sequence for the last year. Patient mentioned 2 days ago the ins stayed at a 100% for 2 days and yesterday it was 0% for 12 hour. They said they saw the stimulation was off and went to MRI mode to turned on the stimulation. The patient also saw a message settings not available cannot provide desire settings and they were in pain. The patient mentioned seems like it was not working at all. The patient stated they tried to increase the stimulation but got the message and the stimulation went down. During the call patient reviewed best practices when stimulation off. Patient was currently in group a and tried to switched to different group. The patient confirmed group c was not letting them to adjust the stimulation. The group b allowed them but it was not working for them only the group a. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.